Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. A potential root cause for this failure could be ¿tooling damaged (core pins)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The actual/suspected device was evaluated.

Event description:
It was reported that a repeated foley catheter balloon ruptured repeatedly in the same patient. Hx: it has already been stated that stones can be found in the bladder and that the bladder cracked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the same patient had a repeatedly ruptured foley catheter balloon. It was also stated that stones can be found in the patient's bladder and that the bladder cracked.